Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon rupture was confirmed. Based on visual and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, concentric, de novo, 99% stenosis in the distal right coronary artery. Reportedly, during pre-dilatation the 2.5 x 15mm rx trek balloon ruptured during the second inflation at 14 atmospheres. Possible missing piece of the balloon, as the balloon ruptured vertically. The procedure was completed by implanting a drug-eluting stent in the lesion. There was no resistance during advancement or retraction of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. *return device analysis confirmed that there are no missing balloon pieces.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.